Event description:
It was reported that the lv lead had high thresholds and appeared dislodged. The lead was capped. An electrical reset and battery depletion were reported on the ICD. That device subsequently tested out of specification during manufacturer's analysis. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis found the device had no telemetry and no pacing output, and a power on reset was noted at the time of explant. The battery fully depleted between the time the device was explanted and returned to the manufacturer three months later. The device was fully functional when powered with an external supply. If the vf detection had been left on, it could have caused the battery depletion over a 3 month span because the device would have continued to sense noise causing it to charge repeatedly. At some point, the battery would have dropped to the point that the battery voltage circuit would have turned on resulting in a large increase in current drain. The battery depletion cleared any potential save to disk data, therefore, analysis results are inconclusive.